Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2020, is used for the estimated date of event between january 1, 2020, and january 31, 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: giuseppe vanella; francesco frigo; roberto leone; mateo tacelli; nicole liscia; luigi leta; nicolo pecorelli; giulio belfiori, michele rene; massimo falconi; gabriele capurso; paolo g. Arcidiacono. "Outcomes of eus-guided gallbladder drainage in acute cholecystitis with contained perforation: a prospective cohort" european society of gastrointestinal endoscopy, https://doi.org/10.1016/j.gie.2025.03.934. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
Boston scientific corporation became aware of an event involving axios stent and electrocautery enhanced delivery systems through the article titled "outcomes of eus-guided gallbladder drainage in acute cholecystitis with contained perforation: a prospective cohort", by giuseppe vanella et al. Per the article, between 2020 and 2024, 48 patients suffering from acute cholecystitis and contained perforation underwent eus-guided gallbladder drainage (eus-gbd) using axios as lumen-apposing metal stents (lams). Two patients experienced stent migration.